Event description:
It was reported that customer placed a foley catheter in patient and when they went to check it, the catheter had fallen out. They replaced the catheter and noticed that the catheter had a leak. Per follow up via email response on 26jun2024, it was reported that leaking was found at the seam of the catheter. The patient was not harmed as it was caught before surgery started. Per follow up via email response on 03jul2024, it was reported that they have yet another temperature probe foley that had a hole in it. The hole was located just after the trifurcated portion. They were informed after the surgery.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿imperfection in balloon due to process". However, there was insufficient information to confirm this potential root cause. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The lot number was unknown; therefore, the device history record could not be reviewed. No actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer placed a foley catheter in patient and when they went to check it, the catheter had fallen out. They replaced the catheter and noticed that the catheter had a leak. Per follow up via email response on 26jun2024, it was reported that leaking was found at the seam of the catheter. The patient was not harmed as it was caught before surgery started. Per follow up via email response on 03jul2024, it was reported that they have yet another temperature probe foley that had a hole in it. The hole was located just after the trifurcated portion. They were informed after the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.